Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the patient's insulin pump was displaying button error. Patient's blood glucose level is unknown. Trouble shooting is conducted. Device is not being returned. No further information available.